Event description:
It was reported that arrow clinical support (acs) was contacted by clinician. The physician was inserting iab through sheath but it would only advance halfway through sheath and then get "stuck". Balloon was also unwrapping. Acs advised clinicians to remove iab and prep a new one. Acs instructed users on proper prep technique. Iab was inserted without any further difficulties. There were no reported patient complications.